Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had completely shut down during the night. They changed the site three times. The customer also reported that they have been experiencing high blood glucose while in use with the insulin pump. The customer had a high blood glucose level of 447 mg/dl around 5:30 am. They treated the high blood glucose with a manual injection. Troubleshooting was not performed because the customer did not have any more supplies. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.